Manufacturer narrative:
(B)(4). This initial/follow-up report is being submitted to relay additional information. Concomitant medical products: m2a 38mmx48mm cup pn rd118848, ln 375460; m2a 38mm mod hd+6mm nk no skrt, pn 11-173664, ln 196230. 0001825034-2018-09274-3, 0001825034-2018-09273-3. Reported event was confirmed by review of op notes. Review of primary surgery's op-notes determined that the patient underwent a total left hip arthroplasty due to degenerative osteonecrosis. A m2a 38mm x 48 porous cup, m2a modular head 38mm, mallory head porous coated stem 11.8 x 168mm were used to complete the procedure. Review of revision surgery's op-note confirmed the reported event. Patient underwent revision of left total hip arthroplasty due to pain, synovitis, pseudotumor, alvar reaction, and elevated cobalt chromium ions. During the procedure, significant sinovitis effusion within the left hip joint and alvar type of reaction/ aseptic lymphocytic vasculitis associated lesion was observed. Mild corrosion was noted on the trunnion. 1 litre blood loss had occurred during the procedure. No blood transfusion noted. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's left hip was revised approx. 14 years post implantation due to pain, synovitis with pseudotumor, alvar reaction, elevated metal ions. Attempts have been made and additional information on the reported event is unavailable.